Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the procedure was converted to surgery. A left ventricle perforation was noted. Per the physician, a lunderquist guidewire was the cause of the left ventricle perforation. A repair was performed by a cardiac surgeon. The patient was stable and in recovery. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).